Event description:
It was reported that via merlin.net an alert for non-sustained lead noise was observed. Myopotential oversensing was suspected. Patient was asymptomatic. Programming changes were recommended. No further information is available.